Manufacturer narrative:
(B)(4). We received one used, (filled) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages or manufacturing faults were not detected. In as-received condition the white clamp was closed at the sample and the patient connector was not closed (the original wing cap was not handed over by the customer). After opening the top cap and removing the closing cone, we detected solution (liquid) and crystallized drug residues at the filling port (lli-cone). Further on, we detected residues of the solution (liquid) respectively crystallized drug residues at the lla-cone of the patient connector. In addition, a functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump did not work (solution was not running). Therefore the pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump did not work (solution was not running). The tested sample is not in accordance with our requirements. Hence we assess this complaint to be justified. We have informed our manufacturer accordingly. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): no flow or partial diffusion. Drug: 5fu.